Manufacturer narrative:
According to the customer, the nebulizer was "not misting" causing her to miss her "ipratropium bromide and albuterol sulfate" medications for "about 1 week". The customer reported she replaced the filter and "attachments" with no resolve. The customer reported when she took it to the medical device store they stated there was "no air compression". The customer reported she did not experience any respiratory symptoms as a result of the reported issue. The customer reported she bought a new device, is receiving her medication, and is doing "fine". The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer was "not misting" causing her to miss her "ipratropium bromide and albuterol sulfate" medications for "about 1 week".